Event description:
It was reported that during preparation for a pci procedure, involving a lesion located in the distal left anterior descending (lad) coronary artery, the choice guidewire fractured. The choice guidewire was difficult to remove from a bare metal stent catheter. Upon removal from the catheter, the choice guidewire broke and a portion remained in the catheter. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another device. No pt injuries or complications were reported.

Manufacturer narrative:
Device wire not been returned for analysis as of the date of this report.